Event description:
Same case as MFR: 2134265-2013-09368 it was reported that post percutaneous coronary intervention procedure, an allergic reaction occurred. Two taxus stents were previous implanted in 2006. The patient sometimes experiences angina and chest pain. It was reported that the patient is allergic to aspirin. The patient completed some desynthesization of the aspirin but has continued taking plavix. The patient continued to experience chest pain last year. An angiogram was completed and no blockage was seen. It was further reported that the patient was taking the generic form of plavix and was allergic to the red dye. Patient experienced itchiness, red spots and shortness of breath which was thought to be due to exercise. The patient was referred to a dermatologist and several types of allergy tests were completed and they found that the patient may be allergic to different kinds of metal and that the allergy could be due to the type of metal stent that was implanted. Currently the patient is still undergoing desynthesization every week.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).